Event description:
During surgery, a metallic intraocular foreign body was noted that must have originated from the surgical instrumentation. The foreign body was embedded in the retina and could not be removed without retinal damage. It was cylindrical and likely originated from the surgical trocar, trocar blade, or laser probe. FDA safety report ID# (B)(4).